Event description:
It was reported that pump generated cartridge alarm 30 and had experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate insulin method if necessary, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, instructed customer to place pump in storage mode and return problematic pump within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.